Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands; however, the handle was only able to be turned about 45 degrees and it stopped turning. The physician noted that the first three bands were stuck to each other and deploying together. None of the bands were able to be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of band failed to deploy. Reported event of band prematurely deployed. Reported event of handle broken. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.